Manufacturer narrative:
Further investigation will not be required as the device has not been returned.

Event description:
It was reported that the patient had deceased due to an unknown cause. No additional information was reported. Infection was also noted.

Manufacturer narrative:
Correction: b2 death date was missing.

Manufacturer narrative:
Additional information: a1, a2, a3, d1, d4, d6a and h4.